Manufacturer narrative:
Initial.

Event description:
It was reported that a person using an ilet system with a g7 cgm experienced an unexplained rise in blood glucose to 363 mg/dl after readings had been in range earlier; troubleshooting confirmed no alarms, no visible leaks, no bubbles, supplies changed the prior day, normal meals, and an infusion site that appeared intact, and the user elected to monitor for about an hour before proceeding with a potential site change of a cd infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.